Event description:
It was reported that the lens "bounced back" during insertion. The surgeon enlarged the incision and a backup lens was implanted without any issue. The pt's current prognosis was reported as "good and no add'l treatment is needed." Ref MDR # 1313525-2015-00270 for the lenses used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.